Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: hty. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that it was notified by the customer for concern over the packaging of 10 pack k-wires. There have been 3 incidents in the past 6 months where a trocar point wire has come right through the packaging and injured an mdrd staff's hand. Also notified that the most recent incident was more severe when the wire went through the hand. It occurred in mdrd after the restocking of the instrument tray during their reprocessing/sterilization protocols. There was no patient involvement are reported. This complaint involves an unknown number of devices. This report is for (1) 1.6mm kirschner wire w/trocar point 150mm. This report is 1 of 1 (B)(4).